Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable "ripped due to normal user wear and tear" and was not able to be used to charge the pump battery. Customer's blood glucose was in the 300 mg/dl range. Customer reverted to using manual injections for insulin therapy.